Event description:
On (B) (6) 2010, during a retrospective review, stryker (B) (4) identified a report of an adverse event in a pt who received osigraft on (B) (6) 2006 as part of a procedure to treat a non union of the tibia. It was reported that the area subsequently became infected and the implant was removed on (B) (6) 2006. No additional information was received. No additional information is expected.